Manufacturer narrative:
Batch review performed on 02 august 2016: lot 156591:(B)(4) items manufactured and released on 03 march 2016. Expiration date: 2021-02-23. No anomalies found related to the issue. To date (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery when the surgeon was placing the final steam and head into the patient, the impact cup displaced upon reduction. The surgeon removed the cup and liner and used a secondary cup with screws and a liner. The surgery was completed successfully. X-rays are not available. Explants are available.

Manufacturer narrative:
On 23 september 2016 the r&d project manager performed a visual inspection of the returned implants and commented as follows: observing the acetabular shell, no particular signs can be seen on the external surface. On the liner the holes relative to the screw used to disassemble it from the shell can be seen. The liner was also cutted and deformed. It is not possible from the inspection of the implants determine the root cause of the event.